Event description:
A customer reported experiencing occlusion alarms. The customer's blood glucose level was over 300 mg/dl. The customer addressed the issue by changing only the cartridge and resuming insulin therapy.